Event description:
It was reported, the pt's ipg displayed a low battery message and shortly later the pt lost stimulation. The ipg was removed and replaced; the pt reported effective stimulation coverage post operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.